Event description:
It was reported that during an endovascular treatment procedure a balloon rupture, stent migration and difficulty removing occurred. Vascular access was obtained via the right femoral artery with a 6fr 11cm introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 014 non bsc guide wire crossed the target lesion. A 4.0x20mm non bsc balloon pre dilated the target lesion at 10 atms/60 seconds. An unknown stent was advanced but could not cross the target lesion. The non bsc guide wire was exchanged for a 0.035 inch non bsc guide wire. The target lesion was then dilated at 10 atms/30 seconds with a 6.0x20mm mustang balloon catheter. A 7.0x20x75cm express ld vascular stent delivery system (sds) was advanced to the target lesion. The physician tried to inflate the sds at 2 to 4 atms and a balloon rupture occurred. It was noted that both edges of the stent were dilated and the stent remained on the sds. During withdrawal of the sds the device was unable to move. To retrieve the sds, a 3fr 95cm non bsc sheath was inserted from the right brachial artery. A microcatheter and a 0.014 inch non bsc guide wire was advanced to cross the void between the sds and the stent but was unsuccessful. During additional attempt to remove the sds, the device "jumped" to the external iliac artery and the stent dislodged. Approximately one hour of withdrawal attempt was performed of the sds but the device was unable to remove. The patient was transferred to another facility. The sds was moved to the distal external iliac artery. A 6fr 11cm sheath was advanced and the sds was removed from the patient without surgery. The 7.0x20x75cm express stent was apposed to the vessel wall of the external iliac artery with a 6.0x20mm mustang balloon catheter. The procedure was not completed. It is unknown if the target lesion at the common iliac artery was treated. No further patient complications were reported and the patient's status is listed as ok. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the balloon material was fully deflated. The stent had been deployed and was not returned for analysis. An attempt to inflate the balloon material failed due to a pinhole leak located at approximately 4mm proximal to the distal transition zone. An attempt to advance a 0.035 inch guidewire through the shaft of the device failed due to a blockage of dried blood. The device was soaked in a bath of warm water in an attempt to dissolve the blockage. Once dissolved it was possible to advance the 0.035 inch guidewire through the device without any issue noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an endovascular treatment procedure a balloon rupture, stent migration and difficulty removing occurred. Vascular access was obtained via the right femoral artery with a 6fr 11cm introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 014 non bsc guide wire crossed the target lesion. A 4.0x20mm non bsc balloon pre dilated the target lesion at 10atms/60seconds. An unknown stent was advanced but could not cross the target lesion. The non bsc guide wire was exchanged for a 0.035 inch non bsc guide wire. The target lesion was then dilated at 10atms/30seconds with a 6.0x20mm mustang balloon catheter. A 7.0x20x75cm express¿ ld vascular stent delivery system (sds) was advanced to the target lesion. The physician tried to inflate the sds at 2 to 4 atms and a balloon rupture occurred. It was noted that both edges of the stent were dilated and the stent remained on the sds. During withdrawal of the sds the device was unable to move. To retrieve the sds, a 3fr 95cm non bsc sheath was inserted from the right brachial artery. A microcatheter and a 0.014 inch non bsc guide wire was advanced to cross the void between the sds and the stent but was unsuccessful. During additional attempt to remove the sds, the device "jumped" to the external iliac artery and the stent dislodged. Approximately one hour of withdrawal attempt was performed of the sds but the device was unable to remove. The patient was transferred to another facility. The sds was moved to the distal external iliac artery. A 6fr 11cm sheath was advanced and the sds was removed from the patient without surgery. The 7.0x20x75cm express stent was apposed to the vessel wall of the external iliac artery with a 6.0x20mm mustang balloon catheter. The procedure was not completed. It is unknown if the target lesion at the common iliac artery was treated. No further patient complications were reported and the patient's status is listed as ok. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).